Event description:
Further follow up information received reported that high impedances were seen on all measurements and that no further troubleshooting was performed. The patientwas to be set up for a surgical revision with no date set as of yet. If additional information is received, a follow up report will be sent.

Event description:
Follow up information reported that the manufacturer¿s representative spoke to the patient today where they stated that they recharged their ins yesterday from empty to full, turned the device on. After about 1 to 2 hours the patient lost stimulation. When the device was checked today, it showed ¾ charged and that the device was on. The patient was instructed to turn up the stimulation from the normal setting of 7mv to 9.8 and the patient still did not feel the stimulation. The patient was then instructed to turn the ins off. The patient was to be seen on (B)(6) 2013 for further troubleshooting. If additional information is received, a follow up report will be sent.

Event description:
Follow up information reported the patient was going to try to get their lead issue addressed and possibly have their implantable neurostimulator (ins) replaced before the end of the year. It was also noted that the patient had to increase the stimulation as of late and complained of its ¿strength¿ when they would lie down at night. The patient was advised to turn down the stimulation very low before lying down and then increase to a comfortable level. The stated that they had not thought to do this and would try. If additional information is received, a follow up report will be sent.

Event description:
It was reported that impedance over 3,600 ohms were seen on electrodes 0, 1, 2, 3, 8, and 11. The patient could not recall how long ago the issue started, but it was noted that the patient lost stimulation in the right back and leg and had less than 50% therapy relief. The patient still had good coverage of the left leg and back. An x-ray showed a possible poor connection at the generator and an exploratory procedure / possible lead revision or ins swap was planned for the future. Additional information has been requested, but was not available as of the date of this report.

Event description:
Follow up reported there was a successful addition of a lead and the stimulator was changed. After opening the pocket the extensions were connected into the snap lid and all contacts were greater than 10,000 ohms. The physician decided to leave the existing lead and extensions in place. After surgery patient expressed good coverage of bilateral legs and lower back. The patient felt as though the pain relief was restored.

Manufacturer narrative:
(B)(4). Analysis of the implantable neurostimulator (ins) (s/n (B)(4)) found no anomaly. The returned ins was tested with a known good lead and normal impedances were measured on all circuits and electrode pair combinations.

Event description:
Follow up reported the patient was scheduled for a stimulator replacement/lead revision on (B)(6) 2013.

Manufacturer narrative:
Product ID 3708340, serial# (B)(4), implanted: 2006-(B)(6), product type extension product ID 3998, lot# v002328, implanted: 2006-(B)(6), product type lead product ID 3708340, serial# (B)(4), implanted: 2006-(B)(6), product type extension product ID 37742, serial# (B)(4), implanted: 2006-(B)(4), product type programmer, (B)(4).